Event description:
The pt reported experiencing elevated blood glucose of 24 mmol/l (432 mg/dl). His normal blood glucose range is 7-8 mmol/l (126-144 mg/dl). He feels that he is not receiving his boluses. The boluses are listed in the history of the infusion device. He stated that he has changed his accessories twice and his blood glucose remains elevated. He bolused via insulin pen and his blood glucose lowered immediately. He switched to his backup infusion device and has had no further issues. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.